Event description:
A purchasing manager reported an intraocular lens was exchanged for a different model, different power lens due to the refractive outcome was not achieved. In a follow-up, the ophthalmic assistant reported, that in the surgeon's opinion, it is unk if the iol caused/contributed to the event. She reported the event continues and the pt is still in the post-operative period.

Manufacturer narrative:
Evaluation summary: lens was returned with solution and blood present. Optic was torn/cut from the edge through the center area in two separate places. Results from the product history record review indicated the product met release criteria. A lens bench test was able to be completed. The lens bench test verified that the lens is a 32.0 diopter as labeled. Optical resolution is acceptable. The root cause of the complaint is most likely related to non product factors. The replacement lens that was used was reported to be an (B)(4) diopter. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of the surgical solution and blood, the damage is most likely customer related. There have been no other complaints reported in the lot number. Additional info was requested on 03/23/2012 and 03/29/2012 by phone, fax, and mail. A completed questionnaire was received on 04/11/2012. (B)(4).